Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device experienced a placement signal alarm, so an echocardiogram was performed to confirm placement, and the placement signal was disabled. The device continued to show "position in aorta" alarms, despite the device having a pulsatile motor current. However, the patient also experienced multiple bouts of ventricular tachycardia requiring advanced cardiac life support protocol. Hospital staff noted that the patient had a small left ventricle cavity and that this may have caused the pigtail catheter to have contact against the wall of the ventricle. The patient survived these procedures.